Event description:
Medtronic received a report that the surgeon used marksman to push ped 475-30. The stent was opened to the middle section, but it could not be opened. The stent was then withdrawn. Using phenom27 and ped 475-35 to deploy smoothly. When deploying the ped, the stent was kinked in the middle and could not be opened. The pipeline was used for an approved (on-label) indication. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left right internal carotid artery c4 cavernous aneurysm. The landing zone as 3.9mm proximal and 4.8mm distal. It was noted the patient's vessel tortuosity was severe. The patient's medical history includes hypertension. The patient is alive with no injury. Ancillary devices include a phenom27, marksman microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the kink and failure to open was the vessel was highly tortuous, making it difficult to open the stent. After pushing the stent, the surgeon barely managed to open the tip. After repeated manipulations, it was barely opened at the first bend , but it was impossible to open at the second bend. The middle section of the pipeline did not open. The pipeline had been placed in a vessel bend when it failed to open. Multiple attempts were made to retrieve, deploy, and push the stent, but the stent still could not be successfully deployed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex braid was returned for analysis within a shipping box; and within a plastic bio-pouch. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. In addition, the middle section of the braid was found to be fully opened and no damage. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at middle section as the middle section was found to be fully opened and no damage. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. It was noted the patient's vessel tortuosity was severe and the pipeline had been placed in a vessel bend when it failed to open. It is likely the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.